Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3: other: the device was not received yet. After receipt of the device an engineering investigation will be conducted. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown application in the distal superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that after unproblematic advancement of the vsx device in the distal sfa, there was great resistance felt when trying to release the endoprosthesis. During pulling the thread after a few centimeters it stopped. The vsx device was removed without any problems and another device was implanted successfully. There was no report of patient harm. It was reported that a 0.035 stiff terumo guidewire was used, that the physician considers this a standard case and that the catheter was hold straight outside.

Manufacturer narrative:
Engineering investigation: this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation when pulling the deployment line at the endoprosthesis. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event.